Manufacturer narrative:
At this time, the device has not been returned. If additional information should become available to our company, this event would be updated.

Event description:
Boston scientific crm received information that the patient presented with symptoms of near syncope; upon interrogation, it was noted that everything tested fine on the device. The patient has complete heart block and is pacemaker dependant. The boston scientific sales representative (sr) stated that he was called back to the clinic the following day since the patient experienced an actual episode of syncope. Upon interrogation, one of the electrogram strips showed a five second pause due to what appeared to be non-capture. However, there was some thought that it may have been oversensing. No noise was produced when the sr performed pocket manipulation and isometrics. The right ventricular (rv) lead impedance measurements also remained stable between 450 and 500 ohms. In an attempt to resolve the issues, the rv lead sensitivity was programmed to 10mv and the device's output set to 5v at 1.0ms, giving a larger safety margin since the lead's threshold measurement was actually 1.2v. This reprogramming attempt was not successful so a lead revision procedure was scheduled. During the procedure, the rv lead was explanted and the physician also opted to explant the device since it had less than three years longevity remaining. Boston scientific technical services stated that it is uncertain if the issues were caused by the rv lead or the device. No additional adverse patient effects were reported.